Event description:
Reported by the customer as: "the pump keeps running after the food is done and pumped air into the pt".

Manufacturer narrative:
Method: actual device was evaluated. Results: the eval included performance testing (accuracy, air/no food alarm, etc.) And the device performed according to specification. Conclusion: the alleged complaint/defect could not be duplicated.